Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends with a recent high out-of-range shock impedance measurements of 137 ohms. It was noted that the patient wanted to be downgraded from a cardiac resynchronization therapy defibrillator (crt-d) system to a cardiac resynchronization therapy pacemaker (crt-p) system, and technical services (ts) reviewed potential lead configurations. Additional information received reported that the cause of the out-of-range shock impedance measurements was not conclusively determined. During the device changeout procedure from a crt-d to a crt-p system, the df4 right ventricular (rv) lead was plugged in the is4 lv port and the is-1 left ventricular (lv) lead was plugged into the is-1 rv port. Since the pace/sense components of the existing rv lead tested well, the physician elected to reverse the leads in the header instead of placing a new rv lead. No additional adverse patient effects were reported.